Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that after the implant procedure, lead was found to be dislodged. The pocket was reopened to revise the lead. During procedure, physician accidently damaged the lead. The lead was explanted and replaced successfully without adverse consequences. The patient was stable before, during and after the procedure. The patient was discharged the following day.